Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was selected. Potential causes of pain are programming parameters, migration, interference from a non-curonix device, patient is a poor candidate due to health, weight, age, mental capacity, severe force applied to implant (patient fall, accidents), and off-label use. X-rays were performed which showed no migration. However, the physician believes there may have been a slow csf leak and the dura may have been nicked as the patient moved when the implanting clinician was using the bovie on the lower incision. The stimulator is used to treat pain. The cause of pain is due to a csf leak. However, the cause of the csf leak is due to improper surgical technique (incorrect tool, implanting too deep) as the implanting clinician nicked the dura during the implant procedure (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported severe pain at the receiver site which did not improve with time or medications. The patient was sent for an MRI. An explant procedure was performed on (B)(6) 2024.